Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by generalized malaise. The cause of peritonitis was unknown. A day prior to the peritonitis diagnosis, the patient was hospitalized with general malaise. Two days after being hospitalized, the patient died. The cause of death was unknown. The patient passed away before receiving treatment for peritonitis. It was not reported if an autopsy was performed. It was not reported if the patient had recovered or if pd therapy was ongoing prior to or at the time of death. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.